Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.